Event description:
It was reported that approximately one hour after successful vessel closure achieving hemostasis, the patient developed ischemia/pain in the right leg. An angiogram revealed that the common femoral artery was completely occluded from the suture being stitched to the back of the vessel wall. The rcfa was revascularized with pta balloons. The additional intervention resulted in an extra day stay at the hospital. No additional information available.

Manufacturer narrative:
Completion of the device history record review has not been achieved because the lot number is unknown. The device investigation and complaint confirmation have not been completed because the device is unavailable.